Event description:
It was reported that during transport, the ventilator was not outputting volume properly with an audible alarm while connected to the patient. The patient had an increase in his respiratory rate and his o2 sats had decreased. The ventilator was removed from the patient and the patient was manually ventilated for the remainder of the transport. No patient harm reported.